Event description:
It was reported when using the bd vacutainer® k2 edta (k2e) 18 mg blood collection tube there was erroneous results. This event occurred 59 times. The following information was provided by the initial reporter. The customer stated: "fifty nine boxes of tubes 367861 showed a "quality issue" with abnormal values."

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Medical device expiration date: unknown . A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Manufacturer narrative:
H6: investigation summary: material #: 367961; lot/batch #: 2048407. Bd had not received samples or photos for evaluation. Therefore, retention samples of the incident lot were selected from bd inventory for evaluation and upon completion, no issues relating to erroneous results were observed. No difficulties were encountered during blood collection and all tubes appeared to exhibit proper fill. No test(s) were specified regarding erroneous results (abnormal values) despite multiple inquiries. Therefore, no further testing could be performed at this time. If further clarification is received, this issue will be revisited. The edta tubes performed as expected. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint is unable to be confirmed for the indicated failure mode erroneous results. Bd was not able to identify a root cause for the indicated failure mode. Factors that may contribute to erroneous results were evaluated through a clinical study to verify the design of the device met it¿s intended use. The result of the study showed that the device performed as expected and we were unable to determine any external contributor to this reported issue. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported when using the bd vacutainer® k2 edta (k2e) 18 mg blood collection tube there was erroneous results. This event occurred 59 times. The following information was provided by the initial reporter. The customer stated: "fifty nine boxes of tubes 367861 showed a "quality issue" with abnormal values."